Event description:
Bought renu multiplus - no rub - contact soltuion. Two days later began using the product and noticed itching on upper eyelids. This progressed over the next two weeks to upper and lower eyelids, with swelling, redness, burning, itching, crusting, and eventually peeling. No other contact solution was used. In 06/06, went to ophthalmologist and was diagnosed with fungus and given antibiotic drops for both eyes. There are several codes on side of bottle. This solution was bought as a twin pack.